Event description:
The incident was reported as: the plastic insulator on the tip of the electrode is melting or curling up on the electrode during use. No patient injury reported.

Manufacturer narrative:
The device sample has been requested for evaluation, but not received yet. The investigation results are not available at the time of this report.